Manufacturer narrative:
Evaluation summary attached: (B)(4) 2012 the physio annuloplasty ring trays was returned by the customer, who reported seeing a black spot inside the inner packaging tray. The returned device was examined by engineering, who evaluated and confirmed the presence of a black particulate inside the inner trays. The packaging tray had been opened. No visible marks were observed on the ring or cartridge. The particulate was about 4mm in length and seemed to have several fibers attached. The particulate was removed with forceps by the product evaluation lab and was sent to chemistry for identification using ftir. Chemistry concluded the particulate showed similar absorption characteristics when compared to polyester like material. Additional manufacturer narrative: engineering concluded with the following: the particle found on the tray is a material that could be present in cleanroom and operating room settings as polyester is commonly used in cleanroom wipes. However, during the edwards manufacturing process, each polycarbonate tray is cleaned and 100% visually inspected for foreign particulates. Per steam sterilization and packaging process procedures, each inner tray is cleaned using de-ionized air which blows loose debris from the trays and manufacturing assembly table. After the ring and holder assembly are packaged inside the inner tray, it is then visually inspected for any foreign particulates. Per polycarbonate tray visual inspection procedures, the inner and outer polycarbonate must be inspected and embedded particulate larger than 0.80mm2 must be rejected. Additionally any particulate which would compromise the sterility of the package must be rejected. The source of the polyester like material cannot be conclusively determined. Reportedly, the inner tray had already been opened prior to the particulate being observed. However, as corrective action, the operators in the cleanroom packaging were retrained as a precaution to properly clean the trays prior to use and visually inspect for particulates after packaging. The risk level was assessed for the particulate captured within the inner tray. Risk control measures consisting of cleaning procedures and visual inspections are already in place to mitigate the risk. A trend analysis was conducted on the failure mode and there was no change in occurrence; therefore, no further action will be taken at this time.

Event description:
Reportedly, the customer opened the physio ring inside box and found the box had a tiny black spot. The customer was afraid that this black spot might cause the product to be non-sterile. Therefore, the device is being returned for evaluation.

Manufacturer narrative:
Received (1) ring in its original packaging. The direction for use and the patient implantation data card were located in the carton box. The returned device was examined visually with a light microscope and with a digital microscope. The ring was located in its original tray and was attached to the serial tag. As received, the outer tray and the inner tray were open. An arrow was drawn onto the tray to assist in locating the particulate. The particulate was located and isolated. It was send to chemistry for identification. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. A follow up report will be submitted upon completion of the chemistry evaluation.